Event description:
During a procedure, the surgeon reported that the device heated up while being used and would not hole the pin collet. There was no user or patient injury reported.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The information shows that this article had previously the serial number (B)(4) and that the serial number (B)(4) was given afterwards. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. The unit exhibited damage to the internal motor and ecu that was consistent with immersion in water. This condition is indicative of improper cleaning of the device.